Event description:
During cardiac ablation physician was unable to manipulate reprocessed catheter into the coronary sinus. As a result a second reprocessed catheter needed to be used. Second catheter was utilized without incidence. Event resulted in no patient harm or injury. As mentioned catheters involved are reprocessed items. Catheter that was unable to be manipulated was identified to be use 5 out of 6.======================manufacturer response for coronary sinus catheter, livewire med sweep cs catheter (per site reporter).======================purchasing in process of notifying stryker rep.